Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed. Diagnostic imaging was performed and lead insulation damage was noted. A lead revision was attempted but was unsuccessful. Lead explant is anticipated. The patient is in stable condition.

Manufacturer narrative:
Correction: upon review, this product should not have been submitted as part of a field safety correction action recall. Therefore, they were inadvertently checked in the initial report.